Event description:
It was reported that pump malfunction occurred after pump had been fully submerged in water for approximately 20 minutes. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement.